Event description:
The customer reported a negative reaction of a pt sample with seraclone anti-e on an immucor plate. The sample reacted positive with immucor's monoclonal blood group reagent anti-e. The customer reported that according to the pt's blood donation pass the rh factor e is negative, the pt is supposed to be ee positive. We rec'd the supposedly defective product, the sample that had caused the false positive result and the competitor's anti-e reagent. Our quality control laboratory re-tested the pt sample with seraclone anti-e and anti-e of immucor. The sample reacted unambiguously negative with both reagents. The sample also reacted negative with further anti-e reagents, using different methods and incubation times. Our test results confirmed the rh e (rh3) phenotype of the pt's blood donation pass.

Manufacturer narrative:
Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-e functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A customer handling's error can not be excluded. We have no further complaints related to this issue. This is our combined initial and final report on this incident.